Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was removed due to normal battery depletion. This event was created due to laboratory analysis.